Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the internal battery was down. It is unknown if the unit was in clinical at the time the reported issue was discovered and it is unknown if there was harm to the patient or the user.

Manufacturer narrative:
New information received determined that the event is not reportable due to field service engineer observed that the external battery test failed. External battery is a redundant power source. The ventilator will transition to backup battery and continue to ventilate the patient if the external battery is not functioning. The manufacturer's field service engineer (fse) was dispatched to the site and performed troubleshooting of the unit. The unit failed external battery test. Fse replaced the external battery and performed extended self-test (est), electrical safety test and battery test; unit passed all tests. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause of the reported issue is due to external battery test failed.

Event description:
The customer reported that the internal battery was down. Through follow-ups, customer confirmed no patient involvement; no patient harm.